Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: fpa. Medical device type: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set separated from the hub after inserting the needle into the vein, and the barrel was found cracked. The following information was provided by the initial reporter: "after inserting needle into patients vein the wingset disassembled where joined in the middle of the clear barrel. Barrel appeared to be cracked."

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for separation of the front and rear barrels with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for separation of the front and rear barrels with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set separated from the hub after inserting the needle into the vein, and the barrel was found cracked. The following information was provided by the initial reporter: "after inserting needle into patients vein the wingset disassembled where joined in the middle of the clear barrel. Barrel appeared to be cracked."